Manufacturer narrative:
Product investigation is in progress.

Event description:
They (tampons) get stuck enough- vagina [foreign body in reproductive tract] tampon cord defective...cords come off [device breakage]. Case narrative: consumer reported via phone that the tampon cord came off. No serious injury was reported.

Event description:
They (tampons) get stuck enough- vagina [foreign body in reproductive tract]. Tampon cord defective...cords come off [device breakage]. They get stuck enough that I have to spend a few minutes to retrieve it [complication of device removal]. Case narrative: consumer reported via phone that the tampon cord came off. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
They (tampons) get stuck enough- vagina [foreign body in reproductive tract]. Tampon cord defective...cords come off [device breakage]. They get stuck enough that I have to spend a few minutes to retrieve it [complication of device removal] . Case narrative: consumer reported via phone that the tampon cord came off. No serious injury was reported.